Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device and lead replacement procedure, induction testing revealed oversensing and noise. Both the chronic lead and the newly implanted lead were positioned in the right ventricular apex. Further followup revealed that the oversensing and noise could not be replicated and therefore the cause is unknown. The new lead and the new device remain in use. No patient complications have been reported as a result of this event.